Manufacturer narrative:
(B)(4). Examination of the device confirmed damage to the posterior aspect of the locking tab consistent with poor alignment of the insert prior to insertion into the tibial tray. Review of the device history records did not reveal any anomalies. The suspected root cause is user technique, as review of the manufacturing records did not reveal any anomalies. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not warranted at this point in time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(6).

Event description:
Dr. Went to insert the attune tibial insert and it wasnt locking in the tray. Locking tab on implant was also bent.